Manufacturer narrative:
(B)(4): on (B)(6) 2013, follow up information was obtained related to the event. It was reported that the patient was hospitalized for the peritonitis and had their catheter removed. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ¿baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with fortum (1mg), vancomycin (1mg) and amikacin (100mg) (route and frequency not reported). The patient was recovering from peritonitis. No additional information is available.